Manufacturer narrative:
(B)(4). Mfg. Site name - freudenberg medical. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of the three devices used during the same procedure. Manufacturer report # 3005099803-2018-00750 pertains to the first resolution 360 clip device, manufacturer report # 3005099803-2018-00751 pertains to the second resolution 360 clip device and manufacturer report # 3005099803-2018-00757 pertains to the third resolution 360 clip device. It was reported to boston scientific corporation that three resolution 360 clip devices were used in the colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter and the handle got stuck. Reportedly, the catheter was rapidly maneuvered, torqued, and was then removed. The same issue occurred with the other two resolution 360 clip devices, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.